Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the deteriorated glue on light guide lens was noted to be due to component failure a probable cause could not be provided for the foreign object in forceps passage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of nothing passing through biopsy channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a foreign object was found in the forceps passage and deteriorated glue on light guide lens was found. There was no patient involvement.